Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the preparation for a rotational atherectomy treatment procedure, the wire coating was not normal. Upon unpacking, the "physician felt the coating on the wire was not the normal wax coating." He was not able to verify if it was the usual 'hystrene' lubricant (coating) applied during manufacturing or if the coating was foreign material on the wire. A new wire was open and the procedure was successfully completed. No patient complications were reported and the patient's status is fine.